Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient went to the emergency room after receiving appropriate high voltage therapy for ventricular tachycardia (vt). The device treated the vt with anti-tachycardia pacing (atp) and high voltage therapy which led the vt to degenerate into ventricular fibrillation (vf). The device delivered high voltage therapy and the vf was successfully terminated. Technical support was contacted and recommended reprogramming. The device was reprogrammed to optimize high voltage therapy. The patient was stable and there were no adverse consequences.